Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa of the patient. All release criteria had been met and the device was released in the patient. A few minutes after the device had been released it embolized out of the laa. The physician successfully snared and removed the closure device via the femoral artery. The patient is doing well following these events and is planned to be discharged as planned one day post procedure.